Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving medication via an implanted pump. The indication for use was non-malignant pain and "rsd/causalgia-complex regional pain syndrome". On (B)(6) 2015, it was reported that after implant, the patient got really sick; the symptoms came on suddenly. The pump pocket was infected; the infection was confirmed. The pump was removed 2 weeks after it was implanted. The patient was not sure if the catheter was removed or not. The pump was supposed to have morphine, but the patient was not sure if they ever got to fill it with medication. The medication in the pump at the time of event, the cause of the infection, and the resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.